Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that pre-procedure the patient had intermittent atrioventricular (av) block. During the implant procedure the patient went into complete heart block (chb). The event was reported as related to the leadless implantable pulse generator (ipg), the delivery system, and the introducer. The device was implanted and remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.